Event description:
It was reported there was no image from the video system center. The user noted that they had color bars and could see patient data on the screen but where the scope image should be it was just a black screen. The user noted they tried multiple 180 series scopes, multiple pig tails, and another tower, all with the same result. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. The definitive root cause was not identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.